Event description:
Information received indicates the brake pedal is in the brake position and is not working.

Manufacturer narrative:
The technician found the brake detent was broken. He replaced the brake detent to repair the bed.